Event description:
According to the customer, the late shift reported a tbhcg result of 0.6 miu/ml to the physician. The physician did not believe the reported tbhcg result and requested the patient to be re-drawn. The new sample recovered at 1800 miu/ml for tbhcg. The lab retested the original sample by pouring-off the original sample into a transfer tube, respinning the transfer tube and analyzing the sample for tbhcg. The sample recovered at 1700 miu/ml.